Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424mg/dl. Customer treated with insulin shots. Customer stated that the reservoir does connect and sometimes there are air bubbles, but declined to troubleshoot since they have already performed self-troubleshoot and replaced reservoir. The product will not be returned for analysis.